Event description:
Reporter alleged the compact plus system was unavailable for use at the time,when an attempt was made to obtain a blood glucose value and customer blacked out. Customer stated, he attempted to test glucose before eating dinner and obtained an error message before blacking out afterwards. Customer indicated a relative called paramedics and their glucose measurement was 67 mg/dl, so customer was given orange juice and food. No other actions taken or treatment reportedly received. The exact location of the alleged incident was not provided. A request was made for the return of the suspect device and replacement product was sent.